Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessels were excessively calcified and aneurysm morphology is unknown. It was reported that the patient had moderate stenosis of the right external and common iliac arteries and moderate to severe stenosis of the left external iliac artery. Attempts at passing a 20 french dilator through the right iliac artery were unsuccessful. Balloon angioplasty was performed along the stenosed areas of the right common and external iliac arteries. Attempts at inserting the bifurcated device were unsuccessful; therefore, it was elected to proceed with a conduit from the left iliac artery. The conduit converted into a left iliofemoral bypass with the distal anastomosis into the left distal common femoral artery. After deployment of the stent graft components all the junctions were balloon dilated and final angiogram showed there was successful exclusion of the aneurysm without evidence of endoleak. Several hours postoperatively the patient occluded the right external iliac artery and underwent a thromboendarterectomy and a focal area of the external iliac artery was repaired with a wallgraft. The patient had fluctuating blood pressure with transient hypotension associated with anemia requiring multiple blood transfusions. The next day the patient was taken back to the operating room for exploration of a bleeding source. A transverse right lower quadrant incision was made and carried down through the external, internal oblique and transversalis through a muscle-splitting incision. The peritoneum was reflected anteriorly and there was a large collection of blood. There was no evidence of active bleeding. The muscle layer, subcutaneous tissue and skin were sutured and closed. No clinical sequelae were reported, and the patient is reported to be fine.